Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented for remote follow up via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due post-paced t wave over-sensing recorded by the implantable cardioverter defibrillator. Programming changes were discussed. The patient was in stable condition.